Manufacturer narrative:
(B)(4). The actual complaint product is anticipated but not yet returned for evaluation. A review of the device history record for lot number bm5171xxx is in-progress. Upon completion of the investigation; a follow-up report will be filed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
It was reported by the patient that they received a 3rd degree burn after using an instant ice pack. The patient explained that the instant cold pack was squeezed to activate as per the instructions, and placed on the hip. The patient stated the instant cold pack was in use for only three minutes before feeling discomfort. The patient noticed blisters when the ice pack was removed. The patient went to the emergency room and was given neosporin ointment and no further treatment was provided. The patient alleges there will be permanent scarring. No additional information provided.

Manufacturer narrative:
The returned sample was visually inspected. No damage or defects were served. The cold pack was placed on an absorbent blotter. No leakage was seen. The cold pack was palpated by hand, applying pressurization. No leakage was seen when pressurized from the front or from the back. The root cause is unknown as no root cause was identified. The sample was determined to be appropriately manufactured; complaint description indicates the product was appropriately used. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).